Event description:
Refrence number (B)(4). Event occured in united states. It was reported that the patient faced device malfunction event, as there was difficulty in removing the disconnect cover from the infusion set, on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.